Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator left 2 (mtml2) due to errors 25520 and 707 and to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (error 25520 and 707) was able to be reproduced during calibration (via matlab). The following parts will be replaced as a fix: the embedded serializer for master base (esmb) printed circuit assembly (pca), black and white flat flex cable (ffc's), and the main wire harness. The complaint getting errors on the left arm of the surgeon side console (ssc)¿ was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that they were getting errors on the left arm of the surgeon side console (ssc). The customer stated that they disabled the arm on the ssc. The site was continuing the case using the other ssc. The technical support engineer (tse) reviewed the live system logs and found errors 25520 & 707 pointing to an issue with the left master tool manipulator (mtm). It was noted that the site continued with the procedure and requested for a field service engineer (fse) to resolve the reported issue. The tse recommended to restart the system after the case in an attempt to clear the errors. The tse also indicated that not all troubleshooting steps were exhausted. The procedure was completed as planned with no reported injury.